Event description:
It was reported that device required frequent charging than recommended and imaging showed that the ipg had disconnected from one lead port. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced. The issue was resolved.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.